Manufacturer narrative:
One unit was returned for evaluation with no leakage found at 20 psi. The unit was examined and no cracking was found in the filter. The unit performed within specification. Lot history review is not available as the lot number was unknown to the customer. Medex was unable to confirm this issue or determine a possible cause. No additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The rptr stated that the filter was cracked and leaking. There was no pt injury or treatment associated with this event.